Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection and afrezza to address bg.

Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.